Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft breakage occurred. The physician was advancing the taxus liberte' 3.00x24mm drug eluting stent into the introducer, and the shaft broke at the distal marker. There were no patient complications reported.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. Product analysis verified a hypotube fracture. The delivery device with the undamaged stent on the balloon was received and a hypotube fracture was observed. The returned catheter exhibited a hypotube fracture located 53.5 centimeters distally from the edge of the strain relief. Visual and microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking compromised the strength of the hypotube and contributed to its fracture. The cause of the original kink or the subsequent fracture could not be determined. The manufacturing records have been reviewed and no issues or discrepancies were found. The root cause for this event is unknown.